Event description:
It was reported that during the implant procedure the stylet became stuck in the lead. The lead was not implanted. No patient complications have been reported as a result of this event. Patient reported as "fine".

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the lead was received too damaged to perform a stylet insertion test. All conductors were stretched, the outer insulation was pulled apart (overstressed) and the inner insulation was torn. The stylet was kinked 4.5cm from the distal end.